Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the clamp was closed on the drain line and there was air in the patient line. Drain line clamp should be open for priming and therapy. The cause of the complaint is use error. Label review was performed for the reported use error and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with a check patient line alarm while using the homechoice (hc) during the initial drain. (B)(4) explained the alarm and the patient stated the line was filled with air. (B)(4) was unable to clear the alarm. (B)(4) was going to have the patient end treatment when she noticed the drain line clamp was closed. (B)(4) explained that therapy was over and new supplies need to be used. Product surveillance contacted the patient who explained that she connected after priming and then the hc alarmed in the initial drain. The patient verified there were no defects with the supplies. The patient stated she was doing fine and continuing therapy without any issues. No injury or medical intervention was reported.